Event description:
In 2009, the pt reported that 2 weeks ago when changing the insulin cartridge, she retracted the piston rod of the infusion device and after it retracted completely it spun continuously for over 1 min and emitted a strange noise. She stated that the plunger of the insulin cartridge did not stick to the piston rod and no insulin was spilled in the cartridge compartment. A new battery was inserted into the infusion device the day before the issue began. While disconnected from the infusion device for initial troubleshooting, the pt's blood glucose elevated to 353-400 mg/dl. Her target blood glucose level is 180-200 mg/dl. She switched to her backup infusion device and her blood glucose returned to normal. To troubleshoot at the time of the report, the pt inserted a new battery and the piston rod retracted properly. She requested the infusion device be replaced. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.